Event description:
It was reported the patient had a flipped pump. It was noted the patient was to have a revision on the date of this report. Three weeks ago the patient had a loss of pain control, lost 55 pounds and the healthcare provider (hcp) was unable to aspirate the catheter because the pump had flipped and the catheter was kinked. It was noted everything went well with the revision and the patient was doing well. It was also reported the existing catheter was aspirated of all drug so the prime was of the newly revised catheter volume of 0.189 milliliters (mls). The pump was being used to deliver bupivacaine and dilaudid. It was further reported the pump was taking care of her back pain and she was not having any side effects. Additional information received reported the catheter was partially explanted on 2014-(B)(6). The pump pocket was opened and the catheter was broken near the pump connector. It was noted the catheter was kinked and knotted. It was also reported a portion was trimmed off and cerebrospinal fluid (csf) flowed freely. The pump segment catheter was added. It was reported the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), product type catheter, product ID 8590-1, lot# n331636, implanted: 2012-(B)(6), product type accessory, product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4) - analysis results for the catheter were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/evaluation summary: analysis revealed that the catheter body had significant twisting that may have affected infusion. Corrected information: (B)(4) is no longer applicable for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.